Manufacturer narrative:
See h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative stated that the cause of the patient¿s symptom was unknown. The patient was admitted into the hospital due to spasticity symptom. Outcome: the patient doing better. They replaced the catheter thinking is a standard pump replacement. She felt the pump works someday and someday did not. The catheter was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) via a company representative (rep) stated that the catheter was replaced for the event was (B)(6). However, it was discarded after the surgical procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that as she left the hospital and began her recovery, she described the return of spasticity symptoms in her legs. However, she informedto the hospital staff that she did not take her oral baclofen for spasticity since late afternoon on (B)(6) 2024. The dosage was 1 pill of 5 mg. She was given other unknown medication in her intravenous and the physician was asked to put the pump in minimum rate as she took oral baclofen. She could not get relief of the spasticity in her legs, so the physician and staff called 911 and she left to the hospital for observation. The physician received a call now 4:59 am ((B)(6) 2024) to reduce the pump to minimum rate but I explained the pump is already set to minimum rate. Action/intervention: ¿anesthesia at the hospital have her something for pain but they don¿t know what.¿ the patient catheter was replaced. The patient medical history was unknown. The patient was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot/serial# (B)(6), implanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.